Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, noted jagged edges after lens was inserted, which would have caused the patient injury if rotated. Subsequently the lens was removed during initial procedure and completed with company lens of same model and diopter. There was no issue or harm to the patient. Additional information received stating that in the surgeon¿s opinion lens damaged at manufacturing, contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).